Manufacturer narrative:
The reported event of premature discharge of the battery, no magnet response, and output issue was confirmed. The device was unable to be interrogated upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The device was soaked in high temperature and caused the device to go into back-up mode where a device image was saved. The device image indicated high current drain during the implant period, however, no high current drain sources were found throughout the analysis. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the patient presented was admitted to the hospital with a complaint of physical discomfort. An electrocardiogram showed abnormal pacing exhibited by the pulse generator. Attempts to interrogate the pulse device were unsuccessful, and there was no magnet response was observed. Premature battery depletion was suspected, and the device was explanted and replaced. The patient was stable.